Event description:
It was reported this balloon burst on the second inflation at twenty-five atmospheres, during use in a stenosed and calcified shunt located in the left arm. Following balloon burst it was noted a portion of the balloon material had detached in the pt. A gooseneck snare was utilized to successfully retrieve the detached balloon material. Another balloon catheter was used to successfully complete the procedure. The pt's condition is good. This device has not been rec'd for eval. Therefore, a failure analysis is not available. A lot search was performed and revealed no other complaints to date on this lot number. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. The co's f/u revealed this balloon was inflated well beyond its rated burst pressure which co believes may have contributed to this event. However, co is unable to determine the exact cause for this event.